Event description:
The customer stated that their acuity centralized monitoring system computer was working slowly with the cursor frozen on the screen for a few seconds.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is finished.